Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. The investigation into the purge leak issue has been completed. The investigation determined that the most likely cause of the purge leak was sidearm filter damage, however the root cause of the purge leak was unable to be determined. Impella cp with smart assist system instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with unknown age, gender, race and ethnicity, was implanted with an impella cp for support. It was reported that there was liquid leaking from the purge filter. It was reported that purge pressure and purge flow were still within range. A purge reservoir and filter bypass was rejected because the pump's explant was imminent. The pump was explanted and discarded. It was reported that the patient was stable. It was reported that there were no adverse events related to the impella device and no medical intervention was required. Additional information stated that the clinical staff reported that they did not use cleaning products on the sidearm and that the sidearm was fixated on the cable.